Event description:
It was reported that during a flap repair procedure, the instrument was not working properly and was cutting tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.